Event description:
It was reported that the peritoneal implantable access system was explanted due to leakage. During an infusion of chemotherapy the nurse noted the infusion was proceeding slower then usual, upon closer examination she was aware there was leakage from the infusion site. An x-ray revealed infiltration into the subcutaneous tissue. The tissue was reddened but it was determined there was no injury due to the extravasation as the redness was gone the next day. The system was explanted and a new system was implanted.